Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in there was black foreign matter in the barrel. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found the barrel with black foreign matter before using.

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 301940 lot 1810132 to investigate for this record. After visual examination, the foreign matter has been identified as printing foil particles outside the fluid path. As a result, bd was able to verify the reported issue. The process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil must be cute by the operator due to a clog in the printing station. When this situation happens, the machine stops automatically, and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel. Therefore, the reported nonconformance was caused by a defective foil reel and human error. DHR showed no indication of the alleged defect.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in there was black foreign matter in the barrel. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found the barrel with black foreign matter before using.